Event description:
Boston scientific received information that this system was exhibiting oversensing on the right ventricular (rv) channel. The oversensing resulted in pacing inhibition which resulted in asystole greater than two seconds for this patient. A revision procedure was performed and the dextrus rv lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.